Event description:
Device 2 of 3. Reference MFR. Reports: 1627487-2013-06761 and 1627487-2013-06763. It was reported, the pt experienced a constant burning sensation and heat at the ipg pocket site while charging. The pt stated, the pain from the heating was between 8 and 9 on the pain scale. The pt also complained of battery recharge difficulties. Additionally, the pt alleges he experienced overstimulation/power surges from his scs system which caused pain and discomfort. Multiple system reprogramming attempts did not resolve the issue. A replacement charging sys was sent to the pt to address the heating while charging issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.